Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Upon inspection, the right plunger case was cracked by the screw. Unable to duplicate the primary audible alarm background test during occlusion test. The root cause of the reported issue was not found. The speaker was replaced for preventive measure. There's a corrective action preventive action for reported event. This remediation MDR was generated under protocol (B)(4). , as a result of warning letter cms# (B)(4). .

Event description:
It was reported that a primary audible alarm background test event occurred. No patient injury was reported.